Event description:
It was reported that a patient was having increased spasticity, even with increasing daily dose. It was unknown how long this went on or when it started. An x-ray was taken and possible fluid leaking from the catheter was noted close to the anchor site. The distal segment of the catheter was reportedly broken. The catheter was aspirated with no issues. Partial explant of the affected segment / replacement was performed which reportedly resolved the product issue. No segments had been left in the intrathecal space. The explanted component was returned for analysis. The patient was alive with no injury and no patient symptoms were reported. The pump was used to infuse baclofen (gablofen). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found c300. The catheter body had a hole caused by deep abrasion. (B)(4)

Event description:
Additional information later reported that the catheter was sheared and there was a hole at the lumbar spine possibly due to the spinous process.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.